Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during use, the nav6 filter came off the distal end of the non-abbott guide wire. A saftey net was used to stop the filter from continuing to move into the anatomy; and the retrieval catheter was used to successfully remove the filter. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the emboshield nav 6 instruction for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The IFU deviation likely contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are due to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.